Event description:
During an atrioventricular nodal reentrant tachycardia procedure, a pericardial effusion was noted. When attempting to place the catheter in the usual position, it became lodged in a small part of the coronary sinus. The procedure was completed successfully. Following the procedure, an echocardiogram was performed which revealed an effusion. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The outer diameter of the catheter shaft met specifications, and the catheter was able to be inserted into a stock introducer with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.